Event description:
Patient had venous sheath with tpa running through it. Transported patient to ir (interventional radiology) for further thrombectomy. Upon arrival, noted that tpa pump indicated "system error." The pump did not beep or make any sound; just stopped working somewhere between getting on the elevator and arriving at the door to the ir suite. Tpa was roller clamped at the tubing and patient's miv pump was reprogrammed for alteplase; the infusion was continued.